Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that the instrument is configured to a three (3) basket retort fill level and three (3) basket bottle fill level; and the instrument functioned as designed during the period evaluated of 10 june 2017 to 25 june 2017. It was not possible to identify the processing run in which four (4) baskets had been loaded into a retort from the information in the instrument logs. The root cause of the sub-optimal tissue processing reported is a use error, in which four (4) baskets of cassettes were loaded into a retort. Section 2.2.2 of the leica peloris/peloris ll user manual details that: "retorts can be filled with enough reagent for two or three baskets." The consequence of loading four (4) baskets into the retort would have been that either some, or all, of the cassettes in the top basket in the retort would not have been covered by processing reagents, which would have resulted in the sub-optimal tissue processing reported.

Event description:
On 21 june 2017, a leica biosystems representative received a complaint of "4 baskets processing", which occurred either on (B)(6) 2017 during week-end processing. The initial information indicated that four (4) baskets had been loaded into a retort for processing on at least two (2) occasions in the past few weeks, resulting in tissue samples not being processed; and the processing quality of the affected tissue samples was satisfactory following re-processing. On 23 june 2017, the following clarifying information was provided to a leica north america technical support representative by the laboratory manager: "this issue happened only once, last weekend or the previous weekend with a new gross room tech. All tissue was reprocessed and read by pathologist"; and "1 run affected. About 20 samples, skin, mixed samples." Specific details of the protocol in which four (4) baskets had been loaded into a retort were not provided by the complainant.